Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported haziness on the screen of the insulin pump, in the middle. It was reported that it had obstructed the customer¿s ability to see what is on the screen at times. The customer reported crack or gap 1/4 inch in depth and 3/4 of inch in area on the battery compartment. The customer could see the threads. The customer reported that the motor sounds louder than usual. The device will not be returned for analysis.